Event description:
It was reported the sensor was found bent when the package was opened. Customer requested replacement. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
One opened and used enlite sensor was visually inspected and found sensor cannula peeled away from needle canal. Unable to confirm customer received sensor in said condition due to customer returned opened and used.